Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, a rash, redness, and blisters extending beyond the patch perimeter which occurred 7 days after the sensor had been inserted into the arm. The skin was prepped with an alcohol wipe prior to sensor insertion on (b)(^) 2024, the patient¿s sensor site became itchy, and then a blister was noticed. There was also a rash that started spreading from the patient¿s arm down to his hands. The patient self-treated with cortisone topical cream, but there was no improvement. On (B)(6) 2024, the patient went to the emergency room to be evaluated. The patient was treated with one oral dose of methylprednisolone for the itching. The patient was also prescribed methylprednisolone tablets for the next 7 days, as well as oral hydroxyzine hydrochloride (10mg three times/day). The patient was discharged home later the same day. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.